Event description:
Drug/diluent: naropeine 200ml 2mg/ml. Fill volume: 200ml and flow rate: 5ml/hr. Procedure: unk and cathplace: sciatic peri-venus catheter. Fast flow. Infused in 5 hours instead of 40 hours. Pump filled (B)(6) 2011 at 8 am. Placed into use (B)(6) 2011 at 08:05 am and found empty on (B)(6) 2011 at 2 pm. Adverse event reported: motor block and total lost of sensitively. Stopped naropeine. No after effects related to the incident. Date of event: (B)(6), 2011. Per dfu: nominal flow rate: 5ml/hr; nominal fill volume: 270ml; maximum fill volume: 335ml. The infusion delivery time is 54 hours when filled to nominal volume and flow rate.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info provided indicates the pump was underfilled to 200ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. H) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: device was received for eval and investigation, and testing is currently being performed. Conclusion: a follow-up report will be filed when investigation has been completed.